Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An f-82 alarm was not identified during any of the performed testing; however, an f-22 (malfunction in frequency converter circuitry for occlusion detection; p20 of master cpu remains high or low) alarm was identified during functional testing and the review of the alarm log. The cause of the f-22 alarm was determined to be a damaged sensor board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-82 (no acknowledgment message from slave cpu for three communication trials) alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.